Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. The following information was requested, but unavailable: will the broken portion of the outer sleeve be returned with the rest of the device for analysis? No information.

Event description:
It was reported that during a laparoscopic groin hernia repair, the outer sleeve was broken off. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information: batch # = m92r30. The analysis results of the b5lt device found that it was received with the sleeve broken. A potential cause of this condition is the repeated use of eto as a sterilization agent. Ees single-use trocars are not to be reused, reprocessed or re-sterilized. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batch. A batch record review was performed and no anomalies were found during the manufacturing process.